Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Please note: the medwatch received for this specific event indicates that the secondary medication may have rapidly infused or free flowed. Based on the known issue of pump set backflow impacting bbmi infusion lines ((B)(6) - 5/23/24-002-c, res# (B)(4)), it is likely an occurrence of backflow from the secondary medication bag to the primary bag was actually misinterpreted as free flow. However, additional information has not been received for this event at this time; and therefore, a medical device report for product problem is being submitted for free flow out of an abundance of caution. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(6) of the FDA esg help desk.

Event description:
As reported, our hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (ref: (B)(4)) or the b. Braun secondary IV set (ref: (B)(4)). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this instance: meropenem ordered at a rate of 500mg/100ml over 3 hours. 33.3/ml an hour. Hung at about 4:20. Already unstable patient began to decompensate (increased hr/atrial fibrillation), nursing verified medications and found that meropenem medication had been fully administered. The medication infused rapidly. B. Braun tubing; ref: (B)(4), lot: 0061929620, b. Braun secondary tubing; ref: (B)(4), lot: 0061923959.